Manufacturer narrative:
A ge service representative performed an on site investigation. Boards were replaced. The system was then found to be working as intended.

Event description:
The customer reported the system failed to display an image. No report of patient injury.